Event description:
It was reported that the pen ndl 31g 5mm experienced no label or missing label information. The following information was provided by the initial reporter: consumer reported no expiration dates on product boxes. Stated he has 3 boxes of pen needles and 2 boxes of insulin syringes. Stated he thinks they are about 8 years old. Stated he used some of the pen needles, he did not know they could be expired. Consumer could not locate a trademark or manufacture date on product boxes. Advised consumer products are tested for 5 years and these boxes could be expired. Lot # 7313351 . Lot # 8162554. Lot # 8310783. Cat # 320882 - same for all 3 boxes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR review cannot be carried out for this lot number as the product has expired. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7313351, medical device expiration date: n/a, device manufacture date: 2008-01-03. Medical device lot #: 8162554, medical device expiration date: na, device manufacture date: 2008-08-28. Medical device lot #: 8310783, medical device expiration date: na, device manufacture date: 2009-01-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31g 5mm experienced no label or missing label information. The following information was provided by the initial reporter: consumer reported no expiration dates on product boxes. Stated he has 3 boxes of pen needles and 2 boxes of insulin syringes. Stated he thinks they are about 8 years old. Stated he used some of the pen needles, he did not know they could be expired. Consumer could not locate a trademark or manufacture date on product boxes. Advised consumer products are tested for 5 years and these boxes could be expired. Lot # 7313351, lot # 8162554, lot # 8310783. Cat # 320882 - same for all 3 boxes.